Event description:
The following has been reported: biomed reported: blood tubing was connected to primary hub and saline tubing connected to secondary. Noticed when tubing removed from package. Oobf. A preliminary review identified the following issue: blood administration set filter misassembly. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Misassembly between the white drip chamber and blood filter failure is currently being investigated under an internal investigation. The most probable root cause was determined to be that the sequencing of the assembly stations where the blood filter and white drip chamber were assembled in mirrored positions led to operator confusion and incorrect component placement. The current process controls detection include 1) 100% visual inspection during the manufacturing process, 2) quality sampling for visual inspection of the first units finally assembled before the pouch sealing operation per drawing and defect qualification stablished in the applicable sop, 3) in process quality sampling for visual inspection per drawing and defect qualification established in the applicable sop, 4) quality sampling for final physical testing, for visual inspection. Corrective action implemented includes new line sequence to mitigate this failure mode. Blood filter assembly was moved to an earlier station, physically separating it from the white drip chamber assembly. The batch record fa24k05015 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.